Event description:
It was reported that the patient had reported pocket stimulation, which was related to the unipolar pacing configuration in the right ventricular (rv) lead. It was further reported that there was low impedance in the rv lead and that the impedance measurements were greater in the unipolar configuration than the bipolar configuration. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.